Event description:
It was reported that when patient presented in the clinic with symptoms of pre-syncope, upon analysis lead noise was observed and lead fracture was suspected on the rv lead. Patient is pacemaker dependent. Due to rv lead sensing noise, device was oversensing and withholding pacing. Lead was explanted and a new lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 10.7 cm to 10.8 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.